Manufacturer narrative:
(B)(4). Unit passed displacement, active current measurement and self tests. However, unit failed sleep current measurement, unable to verify unexpected battery power loss alarm due to moisture damage electronic assembly, also corroded battery tube.

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did received low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.